Manufacturer narrative:
Result: damaged siderails panels.

Event description:
It was reported by service report that the manual CPR release horseshoe is missing, and the left head-end panels were damaged. There was pt involvement. However, no adverse consequences were reported.